Manufacturer narrative:
The following fields were updated with corrected information. Unique identifier (UDI) #: 30382903028307.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with broken plunger.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. The plunger rod has broken one of the plastic ribs therefore failure mode is verified. This likely occurred during the assembly process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. 1st complaint for the lot# 8178826 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8178826 during this production run.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with broken plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with broken plunger.